Event description:
It was reported that the company representative received a programmer from the clinic with an error message. A service disk was run; the error cleared, and did not return. It was also noted that the programmer was connected to the software data network (sdn) for updates after the error and there were no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.